Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at 10:30pm on (B)(6) 2018, when she obtained an alleged inaccurately high blood glucose result of ¿248 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts. She reported that after obtaining the alleged inaccurate high result, she administered a dose of 5 units of humalog insulin per her sliding scale. She reported that around 1am on (B)(6) 2018, she developed symptoms of ¿sweats and had difficulty talking¿. She stated that her daughter called the emergency response personnel and while waiting for them to arrive, she drank orange juice and ate a banana. She reported that by the time they did arrive, she felt better. No medical intervention by the ambulance personnel was reported. The patient denied that any other device had been used to test her blood glucose levels. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweats and difficulty talking, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin based on the meter¿s result/her sliding scale.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.